Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, a malfunction alarm occurred. Reportedly, the pump registered a high blood glucose (bg) reading; value was not provided. The customer administered a manual injection to treat the high bg. Reportedly, the occlusion alarm was resolved prior to contacting tandem technical support and during troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.